Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips were loaded onto the large hem-o-lok clip applier, but the clips would not fully seal when they were applied. Furthermore, it was alleged that the instrument dropped a clip inside the patient during a da vinci assisted procedure. The clip was retrieved during the same procedure the procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier associated with this complaint and completed investigations. Failure analysis found the primary failure of the instrument grips being bent severely to be related to the customer reported complaint. The clip applier instrument was found with one grip bent, near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be fully sealed when applied.

Event description:
Refer to h10/h11 for follow-up information.